Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.7 cm was returned for analysis. Examination of the partial lead found full breach insulation degradation at 4.5 cm from the connector pin. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that during an unrelated procedure an insulation damage was noted. The lead was explanted and replaced. The patient&#38112;condition is fine after the event.